Event description:
Tip/piece broke off of sonicision while inside patient during laparoscopic hysterectomy. Device was in use and surgeon notified immediately piece/ tip was recovered immediately from the patient. FDA safety report ID # (B)(4).